Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to lock into haptics and the reaming was performed manually and later using the rio system for the impaction of the cup. The outcome of the case was successful.

Manufacturer narrative:
An event regarding stereotactic boundary failure involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 152 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the 3.0 rio® robotic arm - mics reamer not locking into the haptics. There were (B)(4) other reported events (B)(4). Conclusion: the session and log data from the case were reviewed. An analysis of system verification values and reaming technique was completed. Based on this analysis, all system verification values were within tolerance. Also, it was found the surgeon successfully engaged the stereotactic boundary when using 53 mm reamer. Based on the vplog, the system successfully logged the burrlist when using the 53 mm reamer. No information was logged for the 55 mm reamer. With the data provided, no system defect is suspected.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon was unable to lock into haptics and the reaming was performed manually and later using the rio system for the impaction of the cup. The outcome of the case was successful.